Event description:
Procedure: lower anterior resection. The surgeon used the stapler to fire across the tissue. Some portion of the staple were formed properly, however, others were not. Cutting was not complete and there was some small bleeding. During firing, the staple cartridge broke and the clamp cover fell into the patient. This piece has been left in the patient. The surgeon has not reoperated to remove the piece.